Event description:
During fluoro guided insertion of a non-tunneling peritoneal drain in rlq, the cuff would not remain in place. It was a 15.5 french drainage catheter. It was not secured to the catheter. The peritoneal catheter was removed and a substitute cook 14 french catheter was inserted instead.